Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the investigation analysis, the reported events at 4 am cet and 11:30 am cet on (B)(6) 2023, could not be confirmed as there was no calibration entry of 2.2 mmol/l and 3.1 mmol/l into the system at the times of the events. A review of the alert history showed that the system asserted the low glucose alert at 3:56 am cet as the sensor readings crossed the alert threshold. Furthermore, there was a manual glucose event entry of 4.4 mmol/l at 12:03 pm cet which closely matched the sensor reading of 5.3 mmol/l at that time. The investigation analysis showed that sensor was still settling at the time of incident as it was inserted on (B)(6) 2023. Typically, in the first several days after the insertion, the wound healing response to the insertion site can lead to either a hinderance of the sensor's access to the glucose in the interstitial fluid or an initial depression of the optical signal, or both. This incident happened during initial settling period and once the sensor stabilized after insertion, the system started to perform within expectations. The current sensor performance is within expectations. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of a hypoglycemia event where the patient complained of not being alerted by the eversense cgm system likely due to sensor inaccuracies. The event happened on (B)(6) 2023 and the patient reported two examples. The first example/event happened at 4:00 am where the sensor glucose (sg) value was 5.9 mmol/l and blood glucose (bg) measurement showed 2.2 mmol/l. The second example/event happened at 11:30 am where the sg value was 5.5 mmol/l and bg value was 3.1 mmol/l. The low glucose alert threshold was set at 3.9 mmol/l. The patient did not seek any medical attention and was able to self resolve.